Event description:
It was reported that during a stenting treatment procedure deployment difficulty and stent damage occurred. The 85% stenosed, 2.5x28mm target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion was predilated with a 2.0x20mm maverick balloon and then a 2.50x32mm taxus liberte stent was advanced to the rca. The physician attempted to deploy the taxus liberte stent; however, the stent was unable to expand. The physician removed the stent from the patient and noticed that the stent was damaged. The procedure was completed by deploying a 2.5x28mm stent in the lesion. No patient complications were reported with the patient's current condition listed as stable.

Event description:
It was reported that during a stenting treatment procedure deployment difficulty and stent damage occurred. The 85% stenosed, 2.5x28mm target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion was predilated with a 2.0x20mm maverick balloon and then a 2.50x32mm taxus liberte stent was advanced to the rca. The physician attempted to deploy the taxus liberte stent; however, the stent was unable to expand. The physician removed the stent from the patient and noticed that the stent was damaged. The procedure was completed by deploying a 2.5x28mm stent in the lesion. No patient complications were reported with the patient's current condition listed as stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows 1 to 4 from the proximal edge were misaligned. No kinks or damage were noticed along the shaft of the device. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The balloon was connected to an encore inflation device in order to inflate the device. However, only the proximal section of the balloon inflated. The balloon appeared to be restricted at a position just proximal to the proximal edge of the stent. The stent was physically removed and an attempt was made to inflate the balloon. However, at this point the contrast media in the inflation lumen prevented the solution used to inflate from reaching the balloon. The device was left soaking for 30 minutes in warm water in order to remove the contrast media. However, these attempts proved unsuccessful. Inspection of the balloon showed there was no damage or tears/ leaks present. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).